Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 296 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. Customer stated since her last a1c that was done six months ago, she had been off her diet and was not performing blood tests. Customer stated she started using the meter again about a week ago and is now back following her diet. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/27/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: (B)(6). This customer who has been off of her diet for quite a few months and was not taking her blood for quite a few months but is now only about 1 week starting to use the meter again and noticed how high her blood sugars are and also with the holidays but is not sure if this meter is reading correctly. She opened the new strips about 1 week when she started to retest her blood sugar. About 6 months or more the dr did a a1c and it was 6.0 and since then she did not do her blood or really stick to her to diet. Now she is back at her diet and it does not seem to be going down that fast so the customer thinks the meter may not be correct.

Manufacturer narrative:
Internal report # (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 296 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. Customer stated since her last a1c that was done six months ago, she had been off her diet and was not performing blood tests. Customer stated she started using the meter again about a week ago and is now back following her diet. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/27/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: (B)(6). This customer who has been off of her diet for quite a few months and was not taking her blood for quite a few months but is now only about 1 week starting to use the meter again and noticed how high her blood sugars are and also with the holidays but is not sure if this meter is reading correctly. She opened the new strips about 1 week when she started to retest her blood sugar. About 6 months or more the dr did a a1c and it was 6.0 and since then she did not do her blood or really stick to her to diet. Now she is back at her diet and it does not seem to be going down that fast so the customer thinks the meter may not be correct.